Event description:
The physician used a sprinter legend balloon catheter during procedure for a lesion in the lcx with 80-90% stenosis. There was no difficulty noted during delivery to the lesion, no resistance was encountered. The device was inflated to 12-14 bar. There was no movement of the device while inflated. It is reported that the balloon could not be deflated in the vessel. The inflation device used was a non medtronic product and was successfully used with other devices. The contrast was exactly diluted. The situation took around 60 seconds, but the balloon still could not be deflated out of the body. They changed to a new inflator but the balloon didn¿t deflate. The physician pulled the balloon into the guide and put the guide straight and finally took it out of the body. No patient injury was reported. Evaluation summary: the transition shaft was stretched and necked on to the hypotube. The balloon bond was stretched. The distal inner shaft was stretched and bunched distal to the inner shaft marker. It was not possible to inflate the balloon possibly due to the stretching of the transition shaft and balloon bond. Image review: a number of still images were provided for review. One image captures the left coronary vessels with diffuse disease. There are numerous lesions visible along the lcx vessel. Six still images capture an inflated balloon in a vessel; however the images are of a poor quality and it was not possible to determine if the balloon bond was stretched at this stage.

Manufacturer narrative:
Patient weight is reported as about (B)(6). Evaluation results: related to operational context (stretching of the transition shaft and balloon bond). Deformation problem (transition shaft and balloon bond). Evaluation conclusions: operational context caused or contributed to the event (stretching of the transition shaft and balloon bond). (B)(4).